Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump failed the high pressure test twice during troubleshooting. The blood glucose reading was in the 350 mg/dl range. The customer's father stated that the insulin pump kept beeping and prompting entry of the carbohydrates amount. He advised that the customer's sister would treat the customer with a manual injection and check for ketones. When the insulin pump was became available for the troubleshoot, the blood glucose reading was 120 mg/dl. Presence of ketones were confirmed, although the customer had been told that she just had a cold by her doctor. The customer's sister noted that manual injections had been used for the past 2 days due to the ketones and the customer's sickness. She continued use of the device for basal deliveries but corrected manually. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.